Manufacturer narrative:
(B)(6).

Event description:
The customer reported that a ventilator experienced a high temperature alarm during testing outside of clinical use. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to patient therapy. The device was evaluated by the customer and a philips field service engineer (fse). The fse confirmed the reported high temperature alarm. The fse replaced the blower. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.